Manufacturer narrative:
The treatment data files related to this event have been requested, but not received by the manufacturer. However, without treatment data files, the reported event cannot be confirmed as a case of incorrect patient fluid removal. There were no clinical consequences for the patient or blood loss reported for the patient as a result.

Event description:
Customer reports that the prismaflex machine incorrectly removed fluid from a patient.